Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 20 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis, and decreased activity. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component, decreased activity, and pain. The surgeon indicated the tibial component had completely de-bonded at the cement to implant interface. He noted the femoral component was acceptable but revised. The surgeon noted the patellar component was tracking decently but chose to revise so not to mismatch companies of the component makers. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2017 (lt knee).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.